Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: the black box showed evidence of unexplained pump reboots beginning on (B)(6) 2017. A 24 hour basal program was run with the returned battery cap with no reboots, loss of power or call service alarms duplicated. Unrelated to the original complaint, the pump powered on with the returned battery cap to a dim discolored display. The battery cap measured within specifications. There was evidence of moisture contamination on the underside of battery cap. The battery cap was able to fully tighten; however, the "coin slot" was worn making tightening the cap a bit difficult. The battery compartment was cracked with evidence of moisture inside the compartment. The leak test showed the battery compartment crack. The pump case was removed and no evidence of additional moisture was found inside the pump. The original complaint was not duplicated.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.